Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering insulin due to blood glucose level was dropping more frequently. The customer stated that their blood glucose level was 130 mg/dl before bed so they ate 2 bananas. After 2 hours insulin pump alarmed and said their blood glucose was 67 mg/dl and they had 2 bananas and went back to sleep then again it alarmed and blood glucose level was 62 mg/dl then they ate 4 glucose tablets and it woke up customer again and their blood glucose level was in 60's mg/dl and when they woke up they were around 130 mg/dl ¿ 140 mg/dl. The customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.